Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration when removing their processor from their head. Reimplantation is planned; however, has yet to occur.